Manufacturer narrative:
The pod was found to have generated an alarm. This alarm code means that a reset occurred due to a low voltage detect. The voltage of the batteries was measured and the rear battery had a low voltage at. The shelf mode current was measured and found to be out of specification. The pcb was inspected and no defects were found with the capacitors or any other components. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) values reaching 330 mg/dl. For treatment, patient bolused unknown amount and changed out the pod for a new pod. No other information available.